Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0jqxa, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0nplb, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that the patient experienced side effects in association with seeing an out of regulation (oor) condition on his patient programmer. He notified the clinic on (B)(6) 2015 of the oor; it occurred while on group d of his right implantable neurostimulator (ins). The impedances were normal, but the account suspected a possible, intermittent connection issue. The patient was changed from group d to group c. He had not gotten another oor on group c and had effective therapy. There was no further difficulty and no side effects. The new settings were holding. Additional information received reported the component involved was the implantable neurostimulator (ins). Interrogation and reprogramming was done. The cause of the event was not determined but was device related. The patient had recovered without permanent impairment. The healthcare professional had spoken with the patient on the phone and the new setting was working and there was no further oor report. The patient was seen on (B)(6) 2015 for programming. The patient had come off of medication on the date of the appointment and overall was doing well. The patient had no right hand tremor. The patient still had some intermittent left hand tremor but his fine motor dexterity had improved. The patient had an episode the month prior to the appointment where he had an abrupt loss of benefit and left face/arm pulling. The right chest ins was reading oor, ¿delivered amplitude may be lower than the selected amplitude for one or more programs. Check electrode impedance, check program(s) and reduce number of active electrodes. Check program(s) and decrease amplitude.¿ the patient had changed from group c to group d and the event had resolved and had not reoccurred. The patient was getting benefit from group d. The patient was nervous to adjust medication due to the issue with the deep brain stimulator. The patient was possibly overeating due to ropinirole and they had previously discussed titrating the medication down but the patient had not tried due to the difficulty he was having with the right ins. The patient¿s physical examination indicated that their general appearance was normal, the patient was alert, oriented and thought content was appropriate. General therapeutic impedances were checked at 3.0 volts no values were out of range. They had tried to reproduce the intermittent connection problem by palpating the ins and connecting wire site while obtaining impedances, each time impedance check was normal. It appeared lead contact 1 and 2 may have an intermittent short circuit. There was a possible intermittent connection issue but more likely a short circuit. It was noted that it was not an issue of the setting being too high because the patient had been on the setting for a prolonged period of time without any difficulty. The oor warning indicated that there was a hardware issue. There was currently no problem with the setting 1-2-3+ but the issue could reoccur with this setting. A new group setting was provided avoiding any activation of the 1 and 2 contacts for group a, b and c in case the patient were to have difficulty with group d. The previous setting that had elicited the oor warning was 1-2+, 2.8v, 90pw and 180 frequency.